Event description:
Broken needle in abdomen [device breakage]. Case description: medical device info: class iia. This spontaneous case from the (B)(6) was reported by a consumer as "broken needle in abdomen" and concerns a female pt treated using novofine 8mm (30g) (device therapy) from and to unk dates for type ii diabetes mellitus. Pt's height: not reported. Medical history: not reported. On an unk date, the pt experienced novofine broke off in her stomach and remained there. The pt had x-rays performed, but the needle could not be removed. The pt was told to wait for a month and see what happened. The pt returned a sample. The pt had been using novo nordisk needles for three years without any problems. The outcome was reported as unk. Reporter's alternative aetiology: not reported. This case was re-classified from non-serious to serious on (B)(6) 2010 when seriousness criteria intervention required was added to the case by novo nordisk.